Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the tubing pumping segment ballooned while infusing rituxan to a patient. The pump alarmed for occluded patient side and after the rn flushed the patient's PICC line the pump still alarmed. The tubing was changed with no further issues. There was no patient harm.

Manufacturer narrative:
The customer¿s report of occlusion alarms was not confirmed; however, the reported bubble in the tubing was confirmed. Visual inspection revealed a small bulged area in the silicone tubing just below the upper fitment. During functional testing the bulge reappeared. The root cause of the failure was determined to be the rapid buildup of pressure inside the pump segment as a result of administering an IV flush without first occluding the tubing above the flush site.

Event description:
The customer reported that the tubing pumping segment ballooned while infusing rituxan to a patient. The pump alarmed for occluded patient side and after the rn flushed the patient's PICC line the pump still alarmed. The tubing was changed with no further issues. There was no patient harm.